Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged. A definite root cause could not be identified tracing to the device malfunctions "it occasionally turns black" and "displays the following error codes on the monitor-226 and 233". Based on the results of the investigation, the most probable cause of the malfunction "the fibre bonding in the outer tube area (distal end) is damaged" was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope image occasionally turned black and displayed error code 226 and error code 233 on the monitor. The issue occurred during procedure. There were no reports of patient harm.